Event description:
According to the voluntary medwatch report submitted by the pt's husband: pt had a hysterectomy surgery. After the surgery was completed, the nurse noticed a 3rd degree burn on the pt's outer thigh. Cables were attached to the pt's outer thigh with adhesive, sparked and caused a severe burn during the process of the surgery. The device connected to the pt's thigh is termed as the bovie manufactured by valleylab. Pt and the family member requested that an adverse event be reported to the FDA on the bovie system. After being told by the physician and numerous times by the hospital, pt liaison, and dir of risk management that a report had been filed, no report was filed by the hospital. Pt recovery is still ongoing, with medication and bandages being utilized to heal the severe burn.

Manufacturer narrative:
Date of initial report: 10/26/2009. The incident device was not available for investigation. The hospital's risk manager indicated that the injury occurred at the pad site. It was described as minor in nature and about the size of a quarter, with a pea sized white area in the center. The type of pad is unknown. Records indicate that the pad may not have been placed properly and may not have had good contact with the pt. However, there was no indication of any problems during the procedure. Following the procedure, the generator was tested by clinical engineering at the hospital. It was found to function properly and returned to use. The risk mgr reported that a letter had been sent to the pt indicating the hospital did not believe this was a reportable incident.